Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device received with broken battery tube threads.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported via phone call that customer experienced low blood glucose of 53 mg/dl. Customer was treated with food. Customer was using insulin pump within 48 hours of low blood glucose event. Customer declined troubleshooting for low blood glucose. Customer stated that insulin pump had broken piece at battery compartment. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.